Event description:
Customer reported via phone call that they were experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and was treated with a manual injection. The current blood glucose was 388 mg/dl. It was also reported that the customer received a pump error message. As the customer was shopping, restarted the pump but did not do the rewind. However, the screen only stays on the main screen with 'reservoir and tubing' but can't go anywhere. The customer removed the battery before troubleshooting. The pump restarted and went back to 'reservoir and tubing' and did the rewind. The customer also reported receiving multiple pump error alarm and the disconnected from the insulin pump. The customer stopped using the insulin pump system due to the pump issue. The auto mode feature was not active at the time of the event. Advised the customer to press and hold the back button and put in a new battery. The customer was able to clear the alarms, successfully completed the rewind, displacement test and the insulin pump passed the self-test. No further patient complications were reported. The insulin pump will remain in use and it will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.